Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Additional information obtained from the field representative indicates that this lead was discarded by the operating room staff as it was too damaged during explant procedure. There were no additional adverse patient effects reported.